Event description:
Falsely elevated insulin-like growth factor (igf-1) results were obtained on a patient sample on an immulite 2000 instrument. The results were reported to the physician(s), who questioned the results. A sample from the patient had been tested at a different laboratory on a different platform approximately three months before, and the result had been lower. There were no reports of patient intervention or adverse health consequences due to the discordant igf-1 results.

Manufacturer narrative:
The initial MDR 2432235-2012-00384 was filed on (B)(4), 2012.(B)(4) 2012: additional information: the corrections and removal report (crr) was filed with the FDA on (B)(4), 2012. The crr number is 2432235-11/28/2012-007-c.

Manufacturer narrative:
The cause of the falsely elevated igf-1 results is unknown. An urgent field safety notice (ufsn), ufsn 4005 - "immulite / immulite 1000 / immulite 2000 / immulite 2000 xpi all immulite platforms for igf-I shift in patient medians and supply disruption" was sent to customers in november 2012. Siemens is investigating this issue.